Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a pinhole form in the middle part of the balloon at 6atm for 0 second. Only the device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was returned in a wrapped state. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. Liquid was observed to be leaking from a balloon pinhole located at 1mm proximal to the distal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified vessel. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured in a pinhole form in the middle part of the balloon at 6atm for 0 second. Only the device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.